Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) had ¿gradually migrated toward the outside of the body from the implantation site¿ and part of it had ¿become visible externally.¿ a revision procedure was performed on (B)(6) 2026 to address the issue. Following the surgery, it was noted that the handset and communicator required pairing. Once pairing was completed, linking to the ins failed whereby a message appeared stating that the stimulator was not responding. The area around the implantation site was ¿strictly protected to safeguard the wound,¿ making the linking operation difficult. No further actions or interventions had been scheduled or performed to address the issue, and the patient was advised to try linking again once the wound protection was reduced or to contact support for further assistance. No health damage occurred, and the implanted device remained in service at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID a72400, serial# unknown, product type software, product ID th91scsr, serial# unknown, product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.